Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Revision lps femur. Following a motor vehicle accident, the patient had non-union and bony loss of the distal femur. Decision was made to implant a distal femoral component and an m.b.t revision tibia ((B)(6) 2014). Patient initially did well, but femoral component became loose and subsided. A decision was made to revise the femoral component to a cemented lps femoral component.

Manufacturer narrative:
This complaint remains in investigation. Depuy synthes will notify the FDA of the results of the investigation upon its completion.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Review of supplied patient x-rays did not reveal anything indicative of device nonconformance. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. It was reported following a motor vehicle accident, the patient had non-union and bony loss of the distal femur. It is unknown if patient bone stock and quality are contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.